Manufacturer narrative:
The event description states that the tip of the catheter broke off. A manufacturing record review was completed and zero nonconformances were found. The event details state the doctor was using the turnpike lp in a tortuous part of the lesion while trying to advance the catheter. The doctor pulled back on the catheter and noticed a piece of the tip was separated. The most likely root cause for this failure is damage during use. The tip was not removed from the patient, the tip was pushed to the distal end of the artery. It is reported the site will let us know if there was any follow up procedure to retrieve the tip of the device. It was indicated no patient harm.

Event description:
Physician was in a torturous part of the lesion and was trying to progress the catheter. In order to maneuver catheter it was pulled back and it was noticed the tip had broken off. Broken tip pushed to distal end of the artery.